Manufacturer narrative:
(B)(4). It is unknown at this time if the device will be returned by the hospital for evaluation; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that after opening the envelope of the product damage was noted on the inner casing of the stem. The vacuum seal was lost causing sterility of the device to be compromised. No patient involvement was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual evaluation of the returned product/photographs provided identified the stem has punctured through the sterile pouch, sterile blister, and outer corrugated carton. The sterility of the device has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Investigation results concluded the most likely root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action has been previously raised to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.